Event description:
It was reported this implantable cardioverter defibrillator (ICD) system had oversensing of non-physiological noise on a stored electrogram (egm) however, there was no inappropriate therapy as a result. Technical services (ts) was consulted to review device data. It was noted back in (B)(6) 2025 a non-(B)(6) right ventricular (rv) lead was implanted and exhibited noise on the ventricular and shock channel most like due to electromagnetic interference (emi) from electric scalpel. Additionally, it was noted the patient has a surgically abandoned lead. Ts discussed that the leads maybe in contact with each other and recommended to get x-rays to confirm this is the reason of the noise. At this time, the system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).